Event description:
It was reported that this patient was in ventricular tachycardia (vt) and received an appropriate shock. However, the shock accelerated the patient's rhythm into ventricular fibrillation (vf) and shock therapy was then exhausted. The patient was being seen one day after the episode and reprogramming was recommended. The device remains in service and no adverse patient effects were reported.